Event description:
It was reported by a non-boston scientific representative that specifications for a lead were requested for a lead extraction. There is reasonable evidence to suggest that the lead was extracted. No patient information, serial number, health care professional (hcp), or health care facility were provided. No additional adverse patient effects were reported.